Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out, externalized conductors were noted on the right ventricular lead. No electrical anomalies were detected. The lead was capped and replaced without consequence to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.